Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04m46, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a medical procedure done yesterday and had to turn their device off for the procedure. The medical procedure was not related to the device. It was noted that the patient wanted to turn it back on now and the patient was walked through turning the device back on but they received a warning screen. The patient needed help synching with the device because they were all wired up. It was reported that the patient saw a call your doctor screen with a power on reset (por) message. It was confirmed that the patient was seeing the triangle with the exclamation mark. The patient saw the por warning screen today and was still a kind of groggy and couldn¿t remember who their health care provider (hcp) was. It was noted that the patient was not able to adjust stimulation.